Event description:
On (B) (6) 2010 the pt reported she is receiving e4 (occlusion) error on her insulin infusion device. She said she has had elevated blood glucose reading of 379 mg/dl with her normal reading being around 125 mg/dl. Symptoms are nausea, forgetfulness, and blurred vision. She stated she changes her infusion headset and tubing every 3 days. She stated she always reuses the insulin cartridge and has never changed the adapter. She was advised to never reuse cartridge and to change the adapter every 10th cartridge change. The pt was instructed to disconnect the tubing from her headset and prime the tubing. She received an e4. She was then instructed to disconnect the tubing from her device and prime which she did without error. The pt tested her blood glucose during the report and it was 277 mg/dl. She successfully bolused to treat her reading. She stated she has a cough and has been under a lot of stress. Courtesy infusion sets and adapters were sent to the pt. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.